Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lanter delivery microcatheter (lantern). During the procedure, the physician advanced the lantern into the target vessel and proceeded to introduce the first pod coil. When the tip of the first pod coil was advanced approximately four centimeters into of the lantern, the physician encountered resistance. Therefore, the pod coil was retracted back into its introducer sheath and removed from the lantern. The procedure was completed using another pod coil and the same lantern. There was no report of an adverse effect to the patient.